Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker procare technician through visual inspection. A bent duraguard can occur when excessive side load is applied to the feature.

Event description:
It was reported that the foot of the maestro small fixed duraguard was bent during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the foot of the maestro small fixed duraguard was bent during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.